Event description:
A report was received that the patient developed an allergic reaction at the ipg pocket site following implantation of the ipg. Currently the ipg remains implanted in the patient and no action has been taken.

Manufacturer narrative:
Device remains in service.

Event description:
A report was received that the patient developed an allergic reaction at the ipg pocket site following implantation of the ipg. Currently the ipg remains implanted in the patient and no action has been taken.